Event description:
ER-1 (strips opened 2 weeks ago). Called to get the lot # for strips. I asked how many strips are giving the ER 1 code, he stated 10. He stated he bout 2 vials of strips. The last 10-15 strips of the 1st vial was giving him the ER-1 message, so he stopped using those and opened the new vial that was about a week to a week and a half ago. Both meter and strips are members mark. Replacement will be sent and call tag requested for pick-up.

Event description:
Every time a strip is used it returns error 1. Some strips work, but most do not return a reading.